Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity des was attempted to be used to treat a severely tortuous, severely calcified lesion with 99% stenosis in the mid rca. There was no damage noted to the device packaging and there were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It was reported that stent deformation occurred in vivo during positioning. The procedure was completed using another resolute integrity device. It was stated that that the event was device related. No patient injury reported.

Manufacturer narrative:
Product analysis summary: a sheath and stylette were in place on the device. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.